Manufacturer narrative:
(B)(4). Carefusion technical support advised the distributor that a technician will be sent out to check the unit at no charge. The technician will report back after he has done his evaluation/ inspection.

Event description:
This event was reported by a distributor in (B)(6). The distributor reported a unit that was displaying the following error messages: "ext high p peak - circuit occlusion - safety valve." Event occurred during testing, there was no patient involvement.

Manufacturer narrative:
New information was received from the customer through a second complaint sent by email, which changed the previously reported information on patient involvement.

Event description:
The customer previously reported that there was no patient involvement. New information was received from the customer that stated that the original reported issue occurred while on a patient and that alternative ventilation was provided. The customer reported that there was no patient harm. The customer reported that the patient involved was a neonate but no other patient demographics were provided.